Event description:
The customer states that there was an abnormal test in reference to battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.